Manufacturer narrative:
A ge service rep performed an on site investigation. The electrical contacts were adjusted during the service call.

Event description:
The customer reported that the 9600 system could not x-ray at boot up. No pt injury was reported.